Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had partial display. Customer replaced the battery and got blank screen. Customer stated that the insulin pump alarmed battery out limit and wordings on the screen were switched. Troubleshooting was done. Customer's blood glucose was 186 mg/dl. During the troubleshooting the display returned and there were no missing segments on the screen. The customer was advised to monitor the insulin pump. No further information provided.